Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a history review.

Event description:
The event occurred on an unspecified date involving a 7" smallbore trifuse ext set w/remv 3 microclave® clear (glow, purple rings), 3 clamps, rotating luer where it was reported that the hospital was still experiencing issues with leaking from the microclave. The reporter identified that the bd 10011865 0.2-micron filter set was an incompatible mating device and there may be additional factors contributing to the leaking. There was unknown patient involvement and unknown adverse events.